Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: this complaint concerns a patient treated for blunt thoracic aortic injury with a tx2 stent graft. After the three years follow up thrombosis inside the graft was reported. Imaging was requested several times to support investigation, but unfortunately not provided. Therefore, the development and extent of the thrombosis can not be investigated. No information about sizing has been provided neither. The patient was treated medically for the thrombosis. However, the safety and effectiveness of the zenith tx2 graft has not been evaluated in the patients with traumatic aortic injury. The root cause can not be determined based on the information provided. Cook will reopen this investigation if further information is received. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: "follow-up CT scan showed thrombosis of graft. Oversizing was not believed to be a factor". Additional information received aug 09, 2017: "this was a thoracic tube graft and a fair amount of thrombosis has developed in the inside of the graft. Thrombosis all along inside of graft". Patient outcome: the patient did not require any additional procedures due to this occurrence. "Patient will be treated with medications for the time being". According to the initial reporter, the patient did experience an adverse effect, but it is unsure if this adverse effect is graft related.